Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of seven products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-01352, 9616099-2007-01353, 9616099-2007-01354, 9616099-2007-01355, 9616099-2007-01356, 9616099-2007-01357, and 9616099-2007-01358. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the clinical study: approximately three and a half weeks post cypher stent implant, the patient was admitted to the hospital for shortness of breath / apnea and shortly after died. The cause of death was reported as suspect aspiration pneumonia and non-cardiac. According to the report received, there was no evidence of stent thrombosis; however, a cag was not performed. This event was reported as unrelated to index procedure and devices.